Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Additionally, it was reported that the cartridge was leaking from the pigtail. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose level was 222 mg/dl.